Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
During the procedure, the generator was not reaching temperature on one of the ports. A 4-lesion burn, not staggered is typical for this generator. The generator was replaced to complete the procedure. There were no adverse patient consequences.